Manufacturer narrative:
The complaint device was not returned for analysis; however photos were provided. The photo of the stainless steel mandrel core wire shows a short amount of the mandrel wire missing as well as the coils pulled apart. Therefore, it appears that a lot of pulling force was applied based on the stretched out coils of the wire. The inner core wire appears to have been sheared or stretched until breakage. From the photo of the wire embedded in the vein, it appears as if the tip of the wire slightly protrudes from the wall of the vein approximately halfway up inside the vein. The bend of the wire and the force when attempting to dislodge it from the vein could have potentially caused the break. It was not specified if a needle was used during the procedure. If so, the needle tip could have damaged the wire earlier in the procedure. In the IFU, there are warnings such as withdrawal, pullback, or manipulation of the guidewire when resistance is met may cause guide wire damage, breakage, or embolization. Placeholder.

Event description:
The wire contained in the micro introducer sheath set got caught inside of the vein and could not be removed through the dilator and sheared off inside of the vein. The customer had to perform a cut down on the patient to remove the vein.